Event description:
It was reported that during an unknown procedure, when the surgeon entered different devices into the trocars, the trocars lost the pneumoperitoneum. The surgeon replaced our sleeves with four different sleeves and the pneumoperitoneum was restored. Condition of the patient was normal after the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the d12lt device was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak with the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.